Event description:
The customer reported the ventilator would not power on. The customer reported the ventilator was not in use on a patient, therefore, was no patient harm or involvement. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the cpu pcb board to address the reported problem. Final applicable testing was completed and passed to operating specifications. Factory analysis revealed a component failure on the cpu board. The component failure may result in shut down of the ventilator during normal ventilation mode operation.